Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Other text : the device was not returned.

Event description:
It was reported that nurse used 2 different foley catheter kits that had an issue with the port where the urine was drained out of. The port was adhered to the back of the bag and so they could not drain the urine out of it and when they tried to separate it like pull the two pieces of plastic apart the bag rips, customer had to replace the bag twice and then they ended up utilizing a separate just bag that customer had on the unit. This was an infection risk if they had to change out the closed system multiple times (pcn#154002-lot#nghu3105 and pcn#z10-lot#unk). Per customer follow up received on 07feb2024, issue was noticed prior to being used on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse used 2 different foley catheter kits that had an issue with the port where the urine was drained out of. The port was adhered to the back of the bag and so they could not drain the urine out of it and when they tried to separate it like pull the two pieces of plastic apart the bag rips, customer had to replace the bag twice and then they ended up utilizing a separate just bag that customer had on the unit. This was an infection risk if they had to change out the closed system multiple times (pcn#154002-lot#nghu3105 and pcn#z10-lot#unk).